Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that during surgery the needle broke and fraying occurs. There has been times when the needle is detached from the thread in the package.

Manufacturer narrative:
Samples received: 7 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. We have received seven closed samples and one open and used sample with both needles detached from the thread (double needle reference). Furthermore, the thread of the open sample received shows splitting in a small part of the thread. Sewing test on artificial skin tissue has been conducted with the closed samples received and fraying/splitting does not appear when pulling the thread through the tissue. Visual appearance of the thread surface is the correct and usual one before and after doing the sewing test. We have also tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements: 0.130 kgf in average and 0.116 kgf in minimum (requirements: 0.061 kgf in average and 0.015 kgf in minimum). Remarks: "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". On the other hand, we have tested the needle attachment of the closed samples received and the results fulfil the requirements: 0.099 kgf in average and 0.046 kgf in minimum (requirements: 0.051 kgf in average and 0.025 kgf in minimum). Final conclusion: although the results of the closed samples received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.